Manufacturer narrative:
(B)(4). Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with broken battery tube threads. Pump received with corroded battery tube.

Event description:
The customer was reported via phone call that there was a crack on the back of insulin pump. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.